Event description:
A customer reported that during a chemo infusion, the secondary tubing broke. The break happened while the nurse was disconnecting it from the primary tubing and after the infusion had completed. The break occurred where the secondary tubing connects to the primary tubing and resulted in a leak of fluids. No patient or user harm was reported and no medical intervention was required. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with the results of the evaluation should the set be received.